Event description:
One of his battery packs is not charging. The pt's data download from earlier in the day was reviewed and it revealed a runtime expiration flag as well as a couble of battery pack fault flags. A replacement battery pack was sent.